Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching.

Event description:
It was reported that the patients right ventricular (rv) lead had developed a lead fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.